Manufacturer narrative:
The customer reported that the s8-3t transducer was getting warm and was in need of a replacement. It has been confirmed that there was no injury or safety concern associated with this event. However, due to a lack of information concerning this event, an emdr is being initiated and will be updated when additional information has been provided.

Event description:
The customer reported that the s8-3t transducer was getting warm and was in need of a replacement. It has been confirmed that there was no injury or safety concern associated with this event. However, due to a lack of information concerning this event, an emdr is being initiated and will be updated when additional information has been provided.